Event description:
It was reported via repair work order that the fowler could not lower to its lowest position due to a bent frame and bent fowler gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with revised conclusion code as the bed was not repaired and returned. Investigation concluded the bed was not repairable and it was scrapped.

Event description:
It was reported via repair work order that the fowler could not lower to its lowest position due to a bent frame and bent fowler gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.